Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, bacteria got in the patient eye (not by the patient) and almost went blind. It was stated that a fortune to get it healed enough to see with very expensive sclera lens. No further information is expected.